Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The vertical axis motor module for the surgeon side console was analyzed and the reported excessive heat causing plastic to melt on the electric connector was confirmed and replicated. Visual inspection found the red phase wire from the motor connector on both ends was burnt, and the connectors exhibited play when connected. Resistance measurements between the damaged red cable were high, while the motor's stator was found to be functional.

Event description:
It was reported that prior to starting - post-anesthesia on a da vinci 5 system, an ergo error was observed at the console. The customer reported that they had rebooted the system several times and performed a hard cycle of the console, but the error persisted. Additional troubleshooting included cycling the breaker on the console and reseating the blue fiber cable, which did not resolve the issue. The customer noted that disabling the ergo controls would require the surgeon to conform their body to the console, which was acceptable for the current case but not for subsequent procedures. All troubleshooting steps were completed, and further on-site troubleshooting was recommended. The procedure was completed as planned with no report of patient injury.